Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device display was received for investigation. Therefore, the root cause was determined as component defective touch screen issue. After the repair, software update, ventilation test, start up test and circuit test was performed and the device is reported working properly as intended.

Event description:
The customer reported about bellavista 1000, stated that the touchscreen of this newly installed unit is not working. There was no further details provided by the customer. Patient involvement is unknown.